Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a connection issue and noise produced at interrogation was unable to be confirmed. During the virtual interactive patient check no deviations were observed. It was noted that the battery was depleted and the device was mechanically in tact and passed all incoming functional tests. The battery was replaced and the unit then passed its functional, electrical and systems tests.

Event description:
It was reported that the analyzer had an issue with the connection and that a lot of noise was produced when a device is interrogated. The product has been returned to service. No patient complications have been reported as a result of this event.